Manufacturer narrative:
The reported events were failure to capture, noise and failure to advance/remove guidewire. A complete lead was returned in one piece. The reported event of failure to advance/remove guidewire was confirmed. Visual and x-ray examination of the lead found the guidewire was broken off and unable to be removed from the inner coil and the inner coil was damaged at the connector region and s-curve region of the lead due to procedural damage. Unable to perform guidewire insertion/removal test due to the condition of the lead/inner coil as received. The cause of the reported event of failure to advance/remove guidewire was isolated to the damaged inner coil due to procedural damage. The reported events of failure to capture and noise were not confirmed. Visual inspection, x-ray examination and electrical testing of the lead did not find any anomalies with the exception of procedural damage. Unable to measure s-curve region due to the condition of the lead as received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire was stuck in the left ventricular (lv) lead and failed to advance. In addition, the lv lead exhibited failure to capture and noise. The lv lead was not used and replaced. The patient was in stable condition.